Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1526863-2025-00151. The date of that submission was 27-nov-2025. H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed "unable to run." There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.